Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and performed service on the instrument. Fse replaced multiple hardware components (diluted wash canister float switch, air vent valve, 2 rocker valves and a tube).

Event description:
A customer contacted beckman coulter inc. (Bci) stating they observed fluid under the hydropneumatic of their synchron lx20 pro analyzer. The customer stated the fluid was coming from the waste exit sump. No injury was reported and no erroneous results were generated.